Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). (B)(4). Patient implant date sometime in (B)(6) 2015; exact date unknown. Device is not expected to be returned for manufacturer review/investigation, discarded by facility. The complaint indicated that the device broke post-op requiring additional surgical intervention. Device history records was conducted. The report indicates that the: product manufacture date: 11-may-2015, product manufacture location: synthes (B)(4), part expiry date: 30-apr-2024, a review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 4.5mm lcp proximal femur hook plate 8 holes/241mm-sterile (part number 242.123s, lot number 7937596) was processed through the normal manufacturing and inspection operations with no non-conformances noted. Per the router, (B)(4) parts were reworked due to damaged labels. The labels were destroyed and the parts were packaged with new labels per the packaging label log. This rework would not contribute to the complaint condition. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, a revision surgery was performed due to a broken plate. The patient¿s fracture was healed, but she had fallen and fractured the plate in the subtrochanteric region. During the revision surgery the plate, screws, and nail were removed. The plate was found broken in two pieces at the second cortical screw hole which was occupied by a cerclage threaded button and 1.7mm cable; all broken pieces and hardware were removed successfully without need for additional medical intervention. There was no surgical delay. The procedure was completed successfully with and the patient status/outcome is unknown. This complaint involves one (1) device. This report is 1 of 1 for: (B)(4).